Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the patient in oncology was receiving normal saline when fluid was found dripping off the bottom of the pump module. There was a crack in the tubing just below the upper fitment. Tubing was changed. There is no report of patient harm.